Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No medical intervention or patient symptoms were reported. The patient would be seen in a few months for programming changes.

Manufacturer narrative:
(B)(4).